Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary = the complaint states: ¿it was reported that this was a tsa (total shoulder arthroplasty) treating shoulder osteoarthropathy on (B)(6) 2020. Hair was found on the package containing cement (3070040). The cement was not used in the procedure. The procedure was completed less than 30-minute surgical delay. There was no harm to the patient. The device was the first use when the issue occurred. The nurse who handled the cement was wearing a stryker¿s helmet, so it is unlikely that her hair might have fallen on the package.¿ the product was returned to blackpool for examination. The product was received disassembled by the hospital, and the hair has been sealed in a bag separately. The complaint description can be confirmed. Device history lot =device history reviewed: 0 non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) units released. Lot expiry date: 31 march 2022. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was a tsa (total shoulder arthroplasty) treating shoulder osteoarthropathy on (B)(6) 2020. Hair was found on the package containing cement (3070040). The cement was not used in the procedure. The procedure was completed less than 30-minute surgical delay. There was no harm to the patient. The device was the first use when the issue occurred. The nurse who handled the cement was wearing a stryker¿s helmet, so it is unlikely that her hair might have fallen on the package.